Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. At an unspecified time, the device was programmed to deliver normal saline, at a rate of 40ml/hr, and the delivery was started. No further programming parameters were provided. At 0545, it was reported that the volume infused (vi) was cleared, the delivery rate was titrated to an unspecified rate, and the delivery was restarted. At 0715, during the preoperative anesthesia evaluation, the patient complained of thoracic pain. The anesthesiologist noted the patient was in respiratory distress. At that time, the anesthesiologist noted that there was air in the tubing distal to the device with no alarm. The customer contact reported that an unspecified volume of air was delivered to the patient. The device was removed from clinical service. The customer contact reported that the patient's venous access was changed to another site and therapy was resumed using a replacement device. It was reported that the patient was evaluated by a cardiologist and underwent unspecified clinical tests, no results were provided. The customer contact reported the patient was transferred to the intensive care unit (ICU) with a diagnosis of air embolism. The customer contact indicated that the patient was treated with an unspecified treatment. After an unspecified length of time, the patient's condition was reported as stable; however, the surgery was canceled and the hospitalization was prolonged for unspecified length of time. Though requested, no additional information was provided.